Manufacturer narrative:
The belt sn (B)(4) and monitor sn (B)(4) were returned and investigated. The belt and monitor passed essential performance testing. The garment was not returned for investigation. There was no adverse event associated with the reported deficiency. The patient was appropriately fit into a b02 sized garment based on the patient's chest circumference according to the approved instructions for use. Zoll has five different sized garments available (sizes b01-b05 corresponding 26 inches to 56 inches based on the patient¿s chest circumference). These available sizes are not based on patient weight.

Event description:
Zoll manufacturing received FDA med watch report#: mw5110524 submitted by the patient indicating a product problem where the vest "popped open". The vest referenced is the wearable garment.